Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
It was reported that, during a bha, a surgeon found many lint of sock in the insert. He removed them as soon as possible and implanted for a patient.

Manufacturer narrative:
An event regarding foreign matter involving a centrax duration 26mm x 45mm was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the subjected device was not returned; only surgical sock was returned. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because the subjected device was not returned. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that, during a bha, a surgeon found many lint of sock in the insert. He removed them as soon as possible and implanted for a patient.